Event description:
The customer reported that she went to swim while wearing the insulin pump. Troubleshooting was performed and moisture under the display was observed. Also, the device had a button error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly.